Manufacturer narrative:
(B)(4).

Event description:
It was reported during an advisory generator change out procedure, the atrial lead was found dislodged. There was also no atrial capture. The physician decided to explant and replace the lead. The procedure was completed without adverse consequence. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.